Event description:
The nurse stated a 3-piece silicone lens model aq2010v was damaged and the cause was unknown. The nurse said the trailing haptic broke prior to insertion. The lens was not implanted and there was no patient contact or injury. The nurse stated the msi-tm injector, lot number unknown, and the aq cartridge fp, lot number 1199162, were used.

Manufacturer narrative:
H6. Evaluation: visual inspection of the lens showed both haptics were torn off missing and there was evidence of surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.